Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line, and day of production, no further investigation on documents, and supporting records can be performed.

Event description:
Consumer reported via e-mail that she recently started using the u by kotex tampons, and while using the tampons she developed a urinary tract infection, and was subsequently admitted to the hospital for sepsis. She alleged the sepsis was due to tss or the tampons she was using which also caused the uti. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the u by kotex product, diagnoses, medical treatments received, and outcome. No further information has been received.